Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted one staple remaining. The anvil of the instrument was observed to be not tilted and separated from the instrument. Further inspection of the anvil cutting ring showed no traces of knife impression and the ring was received intact. The safety was observed to be broken, unit body was split, handle does not return to home position, and the over mold of the anvil was damaged. Functionally, a representative anvil was used for all functional testing. The pin was relocated in position and the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely and the remaining staple was deployed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed conditions may occur if the instrument is attempted to fire with the safety engaged. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter during a laparoscopic lower anterior resection in the right colon for the rectal stump, the anvil was placed and stitched, the handle was inserted into the rectum and mated with the anvil, the knob was turned to draw both ends of the bowel together. Once both ends were brought together the handle was fired and a loud pop was heard and the tension on the handle was held for 20 seconds. The dial was turned to retract the handle and it was revealed that the staples had not fired but the cutting blade was deployed and had cut open the bowel. Upon firing there was no recollection of the green bar being visible. It was also reported that the safety lever and the handle broke. It was reported that the device was difficult to fire and was difficult to close. Another device was used to create a new rectal stump.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic procedure in the right colon for the rectal stump, the anvil was placed and stitched, the handle was inserted into the rectum and mated with the anvil, the knob was turned to draw both ends of the bowel together. Once both ends were brought together the handle was fired and a loud pop was heard and the tension on the handle was held for 20 seconds. The dial was turned to retract the handle and it was revealed that the staples had not fired, but the cutting blade was deployed and had cut open the bowel. Upon firing there was no recollection of the green bar being visible. It was also reported that the safety lever and the handle broke. Another device was used to create a new rectal stump.